Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The no delivery alarm functioning properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, scratched keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400+mg/dl. The customer had symptoms such as vomiting and treated with manual injection. Customer's blood glucose value was 154 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to for the presence of leaks or air bubbles customer declined to perform high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was returned for analysis.